Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was found coiled in the pocket due to twiddler¿s syndrome. Upon opening the pocket, the lead was found severely twisted and could not be straightened out. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations noted there was a slight twist in the lead body, the helix was extended and there was a tissue and a dried blood on the helix. Analysis concluded that the induced twist noted in lead body may have contributed to the reported dislodgement.